Event description:
Inspection of lcd monitor suspension revealed one of the two pins securing the vertical suspension to the counterpoise assembly had fallen out due to the c-clip being disengaged. There was no report of pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.